Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the guiding catheter resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified proximal left anterior descending artery (plad). A 3.5x28mm xience skypoint was implanted with no issues. During removal of the stent delivery system resistance was met with an unspecified guiding catheter. Post-dilatation was performed to complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.